Event description:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure, a patient was readmitted to the hospital for a leak in the cystic duct. Based on the information provided, the cause of the reported complication cannot be determined. The patient is reportedly doing fine now. The procedure was completed robotically. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received a product for failure analysis investigations. A review of the system logs for this procedure was performed and no relevant errors were observed.